Event description:
Device service prompt. No patient involvement.

Manufacturer narrative:
A correction to the g4 section (root parent) reportable type- MDR is required. A 30 day report is required, not a 5 day report. The product problem was associated with failure of crystal y1 which controls the synchronisation of the pad clock. The failure of this component would not have prevented the device from delivering therapy.

Event description:
Device service prompt. No patient involvement.